Manufacturer narrative:
The suspect device has not been returned for evaluation. Vyaire changed the o2 values and both delivered and monitored values were within specifications. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000e us had no o2 dosing alarm during patient use. Furthermore, the customer confirmed that the vent was removed from the patient due to alarm issue and still the vent ventilation is running. No patient harm.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for evaluation. Exact root cause is not determined as the logs were not sent by the customer. It was verified that the unit had high pressure o2 supply and no failure detected.